Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three minicaps did not have as much iodine in them as usual. This occurred during use with patient involvement. The patient stated they apply a minicap to the transfer set after final drain; the patient stated they usually see an inch of iodine in the patient line when they reconnect to the homechoice however, they did not see any iodine at all. The patient stated that this occurred on three different occasions. The care giver explained that the patient completes their last fill and disconnects from the homechoice device to dwell for four hours. Once the patient has disconnected, the care giver places a minicap on their transfer set. The care giver stated the caps did not appear to have much iodine in them as they did not leave any residual iodine on the patient line when they reconnected for manual drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.